Event description:
The physician discovered that the wound site on the pt had no healed properly. The pt's wound had potentially opened up more due to excessive movement. The physician suspected an infection and gave the pt antibiotics. The pt has had the wound re-stitched and is reportedly doing well. The physician could not confirm if there was an infection so a culture was sent for analysis. The results of the culture have not been received.

Manufacturer narrative:
The pump remains implanted therefore a device eval cannot be performed. (B)(4).